Event description:
Reporter indicated that patient recently underwent lead replacement surgery because of a high lead impedance reading, which indicates possible lead malfunciton. It was reported that the patient was no longer able to feel stimulation and that x-ray showed a lead fracture.